Event description:
Customer reportedly obtained the following comparison results on accu-chek advantage system: 106mg/dl and 352mg/dl, 352mg/dl and 92mg/dl, 122mg/dl and 74mg/dl, 74mg/dl and 123mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.